Event description:
Customer states her infusion set came apart. Customer states she didn't tug or pull on it. Customer states infusion sets was hanging, tubing came off. Customer not sure how it happened, all she knows is the tubing is apart, even the cap that attaches to tubing came off and the adhesive. Customer states snap cap attaches to reservoir. Tubing isn't connected to reservoir. A CAPA has been raised. CAPA ID no (B)(4), investigation is ongoing.